Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical images have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that chest x-ray confirmed that the catheter broke into two pieces and migrated to the right ventricle and pulmonary artery. Both pieces of the catheter were successfully removed.

Event description:
It was reported that chest x-ray confirmed that the catheter broke into two pieces and migrated to the right ventricle and pulmonary artery. Both pieces of the catheter were successfully removed.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is 3006260740. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: DHR (device history review) was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: although the sample was not returned for evaluation, 6 digital photographs, including four x-rays, were provided for review. The investigation is confirmed for the reported complaint of catheter break. Visual observation of the two non-x-ray photographs returned found them to be very similar if not duplicates. In these photographs there was a long catheter segment containing the groshong tip, the MRI port with a small segment of catheter still on the port, and a loose catheter lock. There appeared to be residue on/in the catheter lock and around the port septum. There was what appeared to be a suture in one of the suture holes of the port next to the stem. Depth marks from 5- to 15- cm were clearly visible, but the catheter appeared to twist after that such that depth marks were not as visible. Image reviewer gustav blomquist md performed an image review and provided the following summary: ¿a very small amount of tubing is seen at the catheter tubing connection on the port. Tubing is overlying heart with retrieval images present. No image is available from before the tubing is seen overlying the heart.¿ the definitive root cause could not be determined based upon available information. It is unknown if procedural issues, such as having the catheter kinked on the port stem when the catheter lock was advanced or damage to the catheter from tools during assembly, contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.